Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient felt shocks from their system controller. Upon initial inspection in clinic, the blue paint on the removable back of the primary system controller had exposed metal. The coordinator took the back from the backup system controller and placed it on the primary system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient experiencing shocks from their system controller, serial number: (B)(6), could not be confirmed. The reported event of paint missing from the backup battery cover on the system controller could not be confirmed. The system controller was not returned for analysis, nor were images or log files submitted for review. The provided information stated that the backup battery cover was replaced using the cover from the backup system controller. Multiple good faith effort (gfe) attempts were sent to inquire if there was any adverse patient impact as a result of the event, if any log files or images were available for review, and if any product would return for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 6 entitled ¿patient care and management¿ and the heartmate patient handbook section 4 entitled ¿living with the heartmate 3¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. The heartmate 3 lvas IFU section 8, entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6, entitled ¿caring for the equipment¿ explain how to properly care for the equipment. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.